Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that her blood glucose level was 580 mg/dl. He changed her infusion set the night before. Customer was on manual injections. Blood was at the tip of the cannula. She treated her blood glucose level manually with 13.0 units. The infusion set was bent. The customer only took 5.0 units twice from the day before. When they changed the insulin pump today, they were missing 120 units from yesterday to today. The high pressure and displacement tests passed. The device was not returned.